Event description:
The facility representative reported a colleague infusion pump with an 810:11 alarm. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 810:11 alarm was confirmed by baxter personnel during product evaluation. The root cause was not identified. Therefore, no repair was necessary to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.